Event description:
It was reported that during a da vinci si lower anterior resection surgical procedure, wires at the end of the grasper were observed to be shredded. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis confirmed that the wires at the end of the grasper were shredded. The instrument cable crimp was slipped out of the grip. Failure analysis investigation also observed that the instrument pitch cables were broken which was located at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.